Event description:
The customer stated that her blood glucose readings had been higher than usual, and as a result, she was taking more insulin. On one occasion she received a high reading, took insulin based on the reading, and then experienced a hypoglycemic episode. Her blood glucose reading was 34 mg/dl and she was sweating. It's not known if the customer received any type of treatment. Troubleshooting of the contour system showed it to be operating as designed. Customer service advised the customer to return the test strips for evaluation based on the adverse event. The customer felt the meter and test strips were working correctly based on the troubleshooting results. She declined to return any product for evaluation.